Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 01 indicative of charge timeout. Boston scientific technical services recommended a device replacement. Further, the field representative reported that charge time was at 31.5 seconds. Additional information was received indicating that the device has been replaced and the hospital sent the device back. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.